Event description:
A customer reported a leak in the cassette occurred during surgery which caused instability in the pt's anterior chamber. The cassette had been reused. The case was completed with an alternate pack. There was no harm to the pt.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The entity specific to this event is not known; therefore, customer history could not be reviewed. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The root cause could not be determined. (B)(4).